Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 148 mg/dl. Customer stated that she was connecting the pump when the pump did not rewind. Pump was not dropped. Customer stated that she cannot clear the alarm and get to the basal menu. Customer stated that the pump goes from rewind to motor error. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to reach her doctor to ask for a copy of her settings since it could not be retrieved. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.